Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During inspection, a missing latch at the m15 connector was found, and torn bend relief at sensor end. During evaluation the cable passed all functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.